Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: non-invasive, bone growth stimulator. Medical product: sflx coilette. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was experiencing pain while using the bhs device. The patient sated that she was unsure if the pain was caused by the bhs or not. The patient stated that the coil is painful to wear on certain parts of the foot. It is very sensitive to the touch. The patient wears a sock while using the stimulator. The pain started ever since she started using the stimulator. The patient just tolerated the pain. The patient rated the pain as a 8 or 9 on a scale of 1 to 10, with 10 being the highest. The pain is on the surface of the skin. The pain subsides after a while when she is not using the unit. The patient stated that she does not experience any pain while using the bhs at night. The patient has increased her daily activity. The patient has not seen the doctor for a month and he is not aware that she is having pain. No additional patient consequences have been reported.

Event description:
It was reported that the patient was experiencing pain while using the bhs device. The patient sated that she was unsure if the pain was caused by the bhs or not. The patient stated that the coil is painful to wear on certain parts of the foot. It is very sensitive to the touch. The patient wears a sock while using the stimulator. The pain started ever since she started using the stimulator. The patient just tolerated the pain. The patient rated the pain as a 8 or 9 on a scale of 1 to 10, with 10 being the highest. The pain is on the surface of the skin. The pain subsides after a while when she is not using the unit. The patient stated that she does not experience any pain while using the bhs at night. The patient has increased her daily activity. The patient has not seen the doctor for a month and he is not aware that she is having pain. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, d10 g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.